Event description:
The customer alleged questionable results for total prostate specific antigen (tpsa) and free prostate specific antigen (fpsa). There was one patient sample involved. All units are ng/ml. The sample initially resulted as tpsa: 0.032 and fpsa: 2.480. These results were reported outside of the laboratory and were questioned by the physician. The sample was repeated on (B)(6) 2012 and resulted as tpsa: 17.28 accompanied by a data flag and fpsa: 2.54. The sample was repeated a second time and resulted as on (B)(6) 2012 and resulted as tpsa: 17.57 accompanied by a data flag and fpsa: 2.59. The sample was repeated a third time on (B)(6) 2012 on a different e411 analyzer (serial number: (B)(4)) and resulted as tpsa: 17.64 accompanied by a data flag and fpsa: 2.50. The values of tpsa: 17.57 and fpsa: 2.59 were deemed to be correct by the customer; and were reported outside of the laboratory. The patient was not adversely affected by the event. The tpsa reagent lot number was 16644203 with an expiration date of 03/31/2013. The fpsa reagent lot number was 16849604 with an expiration date of 09/30/2013. The field service representative found no cause for the issue. The representative said that the customer believed the issue was with the sample. The representative checked the operation of the analyzer and did performance testing. The results of the performance testing were within specifications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.